Event description:
It is reported that the pt received an acetabular cup, is experiencing pain and a revision surgery is scheduled.

Manufacturer narrative:
The result of the examination did not change the results of the previous assessment. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of the product was ceased meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on 06/26/2015. The devices were returned and the result of the visual examination has been made available. The devices were returned and the result of the visual examination has been made available. During the visual examination the durom acetabular component presented some bone tissue on the porous coating, concentrated wear and minor scratches on the articulating surface, and minor scratches and wear on all rims. Chip on primary fin section f and deformation of primary fin section a were observed. The metasul head presented some minor scratches and wear on the articulating surface and minor scratches and wear on its face.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the re-launch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It now was reported that the patient received a durom us acetabular component 50/44 j on the right side on (B)(6) 2008 and underwent revision surgery on (B)(6) 2012 due to pain, loosening, fluid collection and corrosion.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).